Event description:
In cardiac cath procedure, advancing rotoblator burr into right coronary artery, wire kinked causing burr to shear off end of wire. 10cm wire retained in r.c.a. Surgery performed to remove wire.